Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency department with shortness of breath and tachycardia. An interrogation showed electrogram of the right atrial (ra) lead with occasional undersensing. The p-waves measurements appeared to be chronically low, but they show slightly lower during atrial fibrillation (af). The lead remains in use. No further patient complications have been reported as a result of this event.